Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with inappropriate therapy. During the follow-up in clinic, x-ray revealed externalization on the riata lead. The lead was capped and replaced. The patient was stable and discharged from clinic.